Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during check after the software smr update the controller failed the test at step: disconnect power sources - no "no power alarms" sounds. Elective controller exchange was performed and it was stated that there were no effect on the patient and he was doing fine the whole time. No further information available.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a lack of a no power alarm when both power sources were disconnected from the controller. Further investigation revealed cold solder joints on u20, an icc on the charging circuit for the internal nimh battery. This failure prevented the internal nimh battery from recharging. The most likely root cause of the reported event can be attributed to cold solder joints on the u20 icc. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.